Event description:
Healthcare professional reported, left side "rupture. Suspected with examination in office". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Healthcare professional reported left side "rupture suspected with examination in office." Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "rupture suspected with examination in office." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken assessed as fold flaw opening. As per the investigation procedure crease wear abrasion non penetrating nicks was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.